Event description:
Acute pain service (aps) called to see patient for increased pain, score 8-9 out of 10. Her pain had been well-controlled on an epidural prior to now. Assessment revealed that her epidural was disconnected between the blue connector and the filter. After reconnecting the epidural with new, sterile parts and administering a bolus dose, pt reported a pain score of 3 out of 10. The old parts were not saved; however, this incident is the second time this writer has been made aware that an epidural came apart at the connection between the blue connector and the filter with this specific type of filter. The luer-lock has a loose piece that must be screwed on after the two pieces are connected in order to be secure. An anesthesia tech is not available at this time to supply the msc# of the specific filter.